Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported difficulties with the involved device. The following information was provided by the user facility: during a gore aaa stent graft, percutaneous left femoral access with a sr1925, they were not able to fully advance the device due to a calcification. They inflated where they were able to get it to. They followed inflation protocol and resumed with the procedure. Grafts were placed as usual and when they were about to remove the solopath, they did a retrograde injection and noticed two areas of dissection. Two dissections occurred intra operatively from the use of the solopath. Both dissections occurred at areas of calcified stenosis and were able to be self-expanding stented and the result was great. The patient is stable and doing well, and the blood loss was less than 250 cc. Patient required extra stent placement. Patient is stable and doing well. Vessel diameter: 5 mm common femoral and 6-7 mm external iliac 7-8 mm common iliac, 5 mm iliac ostial lesion that was very heavily calcified. Procedure outcome was successful.